Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Labeling indicates: when your most recent g6 reading is above 400 mg/dl or below 40 mg/dl, you won¿t get a number. Instead, your display device will say low or high.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2023, the patient reported that they went to the hospital for an MRI. She started to feel weak and noticed the cgm was 483 mg/dl and then passed out. They checked the patient's bg and it was 62 mg/dl. Although the bg value is reported to be 62 mg/dl, the patient reported that they were treated with insulin by the doctor at the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.